Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument arrived with the guide face damaged. The breakaway washer was present and cut, indicating that the instrument had achieved a full firing stroke. The instrument was reloaded with staples and fired. It fired and formed all the staples, as well as completedly cut the test media and the breakaway washer without incident. The staple line was noted to be complete. As stated in the packaging insert, "ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the instrument. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage."

Event description:
It was reported that during a gastrectomy, on first fire, the knife and staples had not been fired. On the second fire, the knife had cut the tissue, but about 1/3 of the staples had not been fired. Additional sutures were used to complete the procedure. There was no patient consequence.